Event description:
The pt complained that vision was misty and the lens appeared to be opacified. The pt visual acuity decreased from 20/16 to 20/22. The lens was explanted due to an unsuccesful yag laser therapy.